Event description:
Philips received a complaint by the customer on the v60, indicating that the device will not power down. It was reported there was no patient involvement at the time the issue was discovered. The biomed customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer stated he cannot power down the unit and believes it is the power switch overlay. When trying to get into diagnostic mode, they were unable to get in. Recommended the power management printed circuit board assembly (pm pcba), but the customer will be swapping the user interface (ui) assembly with a different unit. The customer replaced the ui assembly with a known good device, then opened up the original ui assembly and reseated the cables from the ui pcba to the switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards. The customer ordered a new ui pcba assembly to be replaced. Once received it will be replaced and the device will be put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.